Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface locking screw was discovered to be loose on patient x-rays taken prior to revision surgery. Upon removing the screw, it was noted to have strong marks of wear at the threads.

Manufacturer narrative:
No devices or photos were received with the complaint for investigation; therefore, the condition of the nexgen legacy constrained condylar knee (lcck ) articular surface components is unknown and both visual and dimensional evaluations are not possible. The device history record review was performed on the part and lot number combination with the component part / lot number and identified no deviations or anomalies. This device is used for treatment. Complaint history search based on the related product part and lot combination were conducted and revealed no similar complaints. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.